Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was explanted due to loss of lock. The external visual inspection revealed damaged antenna coil wires. In addition, the electrode was severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock is lost while manipulating the antenna. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A CAPA was implemented. This is the final report.